Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump initially, so technical support emailed instructions for the reset and planned a follow-up call to ensure the reset was successful.